Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: a tightness test failure was reported for a hamilton-c2 ventilator. No patient was connected at the time of the event, and no harm occurred to any patient or third party. No medical intervention was required. The field technician reported that the front ambient valve module was replaced and that the device functioned as intended afterward. No further information has been provided. The case is considered closed.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "release valve defective/tightness test fails." Health impact: none, no patient was involved.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.